Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer's blood glucose was elevated. However, the exact value was not provided. Customer cleared the alarm and resumed insulin delivery to address the event or customer changed the supplies to address the event.